Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx pusher was to be used in an unknown procedure in the pancreas performed on (B)(6) 2018. According to the complainant, when the naviflex rx pusher was inserted over the guidewire, resistance was met at the area where the guidewire came out from the naviflex rx pusher. When the device was pushed, a cotton-like object at the tail side of the guidewire came out from the lumen of the pusher. The source of the object was unknown. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a naviflex rx pusher was to be used in an unknown procedure in the pancreas performed on (B)(6) 2018. According to the complainant, when the naviflex rx pusher was inserted over the guidewire, resistance was met at the area where the guidewire came out from the naviflex rx pusher. When the device was pushed, a cotton-like object at the tail side of the guidewire came out from the lumen of the pusher. The source of the object was unknown. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual analysis found no visual defects were noted. The device looks under good conditions without evidence of damages or anomalies, the product was specifically inspected looking for any foreign matter and it was not found any non-conformity. A functional inspection was performed, the device was backloaded over a 0.035" guidewire, the device was able to be advanced trough it without problems or resistance until the guidewire exited by the guidewire exit port. Therefore, no problem detected is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found.